Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was not confirmed, a presumable cause neither a root cause could be identified for this event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source was sometimes not able to display an image. The issue occurred during a diagnostic procedure. There were no reports of patient harm, however, there was a slight delay reported. The image was able to be recovered and the intended procedure was successfully completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.